Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, objective lens glue was found to be deteriorated with and a missing part. The root cause of the issue could not be determined, however, it is possible it was the result of external stress to the distal end, chemical induced deterioration due to cleaning/reprocessing chemical solutions and or the influence of incorrect sterilization processing. The event can be detected/prevented by following the instructions for use which state: ¿operation manual: important information ¿ please read before use: precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿reprocessing manual: 3.1 compatibility summary: the methods listed as ¿compatible¿ in table 3.1 are compatible for routine use only when used according to the manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿¿. In addition, the following non-reportable malfunctions were found during the device evaluation: bending section cover adhesive is cracked and chipped with detached parts; scratchings on the distal-end unit; bending section cover is pierced and leaky; video connector unit is cracked; the video connector case thread is damaged, this also requires the exchange of the cable tube unit; angulations are out of specification; image malfunction. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that there was slight deterioration of the objective lenses adhesive and missing parts. This report is being submitted for the peeled adhesive found during the device evaluation.

Event description:
The customer reported to olympus, the adhesive at the tip the endoeye flex 3d deflectable videoscope was damaged and the image malfunctioned during a total laparoscopic hysterectomy (tlh). There was a procedural delay of 30-45 minutes while the patient was under general anesthesia. The procedure was completed using the same device, however; another patient's procedure had to be cancelled. There was no patient harm associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Further information from the customer indicated they do not suspect there is something wrong with this scope related to the image loss they have reported. After reporting this issue, the customer had image loss again with another ltf-s300-10-3d. It did not appear to them this issue has to do with these scopes, but due to the visera elite ii video system center with s/n: (B)(4). A related complaint will be submitted for this device. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.